Manufacturer narrative:
Corrected: d6b - date of explant. Corrected: h6 - health effect - clinical code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on lead. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.